Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters over the right breast. There was no alleged device malfunction contributing to the irritation. Patient reported that home health aides used an over the counter cream. Follow up indicated that the cream is helping with the skin irritation.